Event description:
A patient (B) (6) reported that both the elbow piece and the base of an hc432 full face mask, where the elbow attaches, had cracked after about one month's use. No patient consequence was reported.

Manufacturer narrative:
(B) (4) method: both the elbow and the mask base were examined under a microscope to determine their failure mode. The patient was also contacted for more information about how the mask was cleaned and used. During our communication with the patient, she advised that she was: not disconnecting the elbow from the mask before cleaning. This would be likely to lead to a build up of soap at the elbow connection. Not using the soap recommended in the user instructions. Results: it was observed that the snap clips on the elbow had broken off. There were also signs of cracking on the mask base where the elbow enters the mask. A lot check revealed that there were no other complaints of this type for this product. Conclusion: the user instructions set out clearly the method that should be used to clean the elbow and mask base and it warns that misuse "may deteriorate or damage the mask and shorten its life". As the lifetime of the mask including the elbow connector is generally less than a year, it is likely that failure to follow the user instructions for cleaning of the mask has lead to chemical attack and caused the snap clips on the elbow to become brittle and break. Our monitoring and trending for this occurrence is worldwide (B) (4).